Event description:
I have the essure birth control. I've been reading complaints and have had the same problems. Bloating, pelvic pain, abdominal pain, digestive issues, depression. I've had numerous tests done to determine the cause and have not had any answers. I believe that the problems may be from the essure device.